Event description:
Narrative: user facility reported: during a diagnostic catheterization, it was suspected that air had been injected upon the first injection of contrast media. The air was not visible on the images; the first injection was a test injection with no image taken. The pt experienced st segment elevation, ventricular fibrillation, and blood pressure of less than 90 mmgh systolic. Cardiac arrest occurred and the pt expired. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model e2000 voyager, was returned to acist on (B)(4) 2012 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; no analysis could be made of those items. There are no images available to determine if air was injected and the amount of air, therefore, no definite conclusion can be made as to the cause of the event. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through the set-up and purge of the injector system. This report is closed.